Event description:
Reported 1 false positive sars result for one asymptomatic patient (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion; tested 5x retained and 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause; cannot duplicate with retains or returned devices. Source; phone.